Event description:
According to the information received, a 34mm amplatzer septal occluder (aso) was deployed successfully. The native defect measured 34mm, using a sizing balloon and transesophageal echocardiogram (tee). Shortly after implant, the aso embolized and was reported to be "falling". The patient underwent open heart surgery for device removal.

Manufacturer narrative:
Still fluoroscopic images were provided and comments from our sjm in-house medical consultant were as follows: no interpretation can be made based upon the still fluoroscopic images provided as to the cause of embolization of the aso device. Echo loops are crucial and it is highly recommended that they be recorded in aso procedures, especially complex procedures. A follow-up report will be submitted upon completion of our investigation.

Manufacturer narrative:
The 34mm amplatzer septal occluder (aso) was returned to st. Jude medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test 12f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Sjm requested further information regarding this case, but only still fluoroscopic images of balloon sizing and device deployment were provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive, since the returned device met specifications during testing and only partial medical records / procedural images were provided. The cause of the embolization remains unknown.